Event description:
Boston scientific received information that the patient had an unstable right atrial (ra) lead. Further, it was reported that the atrial threshold measurement through the device was at 3.1 volts and was programmed to vvi previously. The lead was explanted and will not be returned as it was discarded. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.